Event description:
Our affiliate is reporting that during a shoulder decompression, the ceramic tip of the electrode broke off and fell into the patient's joint space. The surgeon lavaged all the pieces out of the joint but is not sure all the pieces were retrieved. No adverse effects to the patient are being reported.

Manufacturer narrative:
To date depuy mitek has yet received the complaint device for evaluation. However the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also it could not be confirmed if all the pieces were retrieved from the patient. If there were broken fragments not retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentiality, an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.